Manufacturer narrative:
(B)(4). The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 6x18mm herculink elite stent delivery system (sds) was deployed, but the stent was expanded to 5mm at 15 atmospheres (atms). After further manipulation, the stent expanded to 5.5mm, which is the same as the diameter of the artery. The stent could not fix [be apposed], so an unspecified 7mm stent was used to successfully complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. It should be noted that per rx herculink elite renal and biliary stent system instructions for use, states: balloon pressures should be monitored during inflation. Do not exceed rated burst pressure (rbp) as indicated on product label. Use of pressures higher than specified on product label may result in a ruptured balloon with possible vessel damage or perforation. In this case the balloon being inflated above rated burst pressure does not appear to have caused or contributed to the reported complaint. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. Based on the reported information, the device size selection was not compatible with the vessel to be treated resulting in the difficulty to deploy and appose the stent to the vessel wall. There is no indication of a product quality issue with respect to manufacture, design or labeling.